Manufacturer narrative:
(B)(4). The device was evaluated, the water gas separator was replaced and the ventilator worked properly.

Event description:
It was reported that during use, a ventilator air valve did not work and it generated a leak alarm. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.